Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device and would not drill into the patient. When they lifted off the skin, the drill would operate normally, but when any sort of pressure was applied to drill into the patient, the drill would stop. The red light did not come on when the trigger was pressed. The next day we tested the device three times, activating the trigger, with the drill working, no lights, and when pressure was applied it would not torque down. The following day, we tested it again, and the red light came on. There was no patient injury.